Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, e1, g3, g6, h1, h2.

Manufacturer narrative:
(B)(4). Medical products: natural tibia cemented catalog # 42532007101 lot # 64780519. Articular surface medial congruent (mc) catalog # 42512100810 lot # 6479885. Unknown cement catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2021-00160, 0001822565-2021-02023 .

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient fell resulting in a patellar fracture. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates that the patient fell on left knee which resulted in a vertical non-displaced patellar fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.